Event description:
According to available information, this device required replacement due to inflation no longer possible. The pump was replaced through a preno-scrotal incision and it was noticed that there were several small holes in the end of the tubing. The tubing was shortened by approximately 5 cm and a new pump was placed. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump was received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These are sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate both exhaust tubes of the pump. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.